Event description:
It was reported by the patient that she underwent a bilaterial hip replacement on (B)(6), 2007. Revision procedure was performed on december 2011 (left hip) and (B)(6) 2013 (right hip) due to soft tissue damages and numbness.this report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4)